Event description:
The customer stated at 12pm they received a blood glucose result of 401 mg/dl. A family member stated they were more confused than normal. The customer was given one tablet of metformin. The customer was taken to the hospital around 3pm. At the hospital the customer blood glucose was 87 mg/dl. No treatment was received at the hospital. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.